Manufacturer narrative:
Correction: adverse event problem. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 1504 captures the reportable event result of balloon pinhole. Investigation result: visual examination of the complaint device revealed the device did not have any visual defects and there are no kinks or damage noted on the shaft of the device. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of the two maxforce biliary dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloon devices were used in the bile duct during a biliary dilatation procedure performed on an unknown date. According to the complainant, during preparation, the balloon was pre-inflated and it was noticed that the balloon had small holes. The same event occurred with the second device. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two maxforce biliary dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloon devices were used in the bile duct during a biliary dilatation procedure performed on an unknown date. According to the complainant, during preparation, the balloon was pre-inflated and it was noticed that the balloon had small holes. The same event occurred with the second device. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.